Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative performed a system checkout. All areas passed. No fault found. Unable to replicate reported issue.

Event description:
A medtronic representative reported that, while in a spine procedure, in the navigation system navigate screen images remained steady and did not move while actively navigating. Cross-hairs and instruments were green status and visible to the camera. The medtronic representative could go back to the acquire images screen and move forward to the navigate screen without issue, however, the unresponsive behavior stayed the same. In trouble-shooting, a re-boot restored the system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided.